Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a screen blocked error that is causing a constant alarm. The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) verified the malfunction and replaced the graphical user interface (gui) touch frame printed circuit board (pcb) and the cable harness. The unit passed all testing and operates within the manufacturing specifications.

Manufacturer narrative:
A touch frame printed circuit board (pcb) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed and found fluid ingress contamination on the pcb. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that the reported issue was isolated to the fluid ingress contamination. If information is provided in the future, a supplemental report will be issued.